Event description:
It was reported that aneurysm rupture was suspected with infection, requiring medications. In 2020, three eluvia drug-eluting vascular stents were selected for use in an endovascular therapy procedure and were implanted to treat a right superficial femoral artery (sfa) occlusion. Four months after the procedure, the patient presented to the hospital with symptoms of swelling and pain in the right thigh. Duplex ultrasound was performed which revealed aneurysmal degeneration (halo sign) with a hematoma-like image, suggesting aneurysm rupture. The computed tomography (CT) scan showed no extravascular invasion. Subsequently, signs of infection appeared, and the patient was diagnosed with hematoma infection and was treated with antibiotics. Six months after the treatment, the eluvia was patent and the hematoma had disappeared, but the halo sign remained.

Manufacturer narrative:
B3: date of event: information was not provided. D6a. Date of implant: information was not provided.